Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone at 0.04465 mg/day, baclofen at 17.862 mcg/day, and bupivacaine at 1.5629 mg/day via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having her pump replaced on monday ((B)(6) 2021) because ¿the pump or something was broken¿. Per the patient, she was mauled by a dog in (B)(6) 2018 and she had a significant increase/return of pain symptoms. She stated that she reported it to her doctor who didn¿t do anything about it and kept putting it off. On (B)(6) 2021 they tried to do a dye study, but they ¿couldn¿t get any medication in catheter¿. She saw a neurosurgeon on (B)(6) 2021. She stated that she had been trying to get a hold of her current managing physician but hadn¿t heard back from them, and she was not even sure if there would be medication to put into the new pump. Per the patient, she did have a new doctor who would be managing her care after the new pump was implanted.